Manufacturer narrative:
The device history record (DHR) for lot number 2425600065 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and reported issue of leaking was not observed; however, the reported condition of cannot connect to hub was observed. A corrective and preventive action has been initiated to further investigate this issue.

Event description:
The customer reported that in the process of removing air, sampling ports " flicked" and fluid noticed to come out. They attempted to secure sampling port, it spun, no securing snugly/ but not coming off. There was no harm reported. Additional information was received from the customer and stated that when the nurse said that the product was ¿flicked¿, they're referring to how they "flick¿ their lines to help move air out of them. So the nurse saw air in the line and then flicked it with their fingers to move the air up to a port so it can be withdrawn, but when they did that action, fluid came out/off of the line. There was no crack or break in the sampling port or line. The nurses noted the sampling port wasn't on securely and when they tried to tighten it, it just spun on the threads and wouldn't lock. When they tried to attach another sampling port the same thing happened. Nothing would secure to the umbilical line, so they had to remove it.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.